Manufacturer narrative:
Ge healthcare attempted to obtain additional information to understand the event and the injury. However, the customer contact refused to provide information in accordance to the customer's legal representative's instruction. Additionally, the customer contact also refused to permit access to the mr system for evaluation. Ge healthcare performed a historical review of complaints and service activities for the system around the time of the incident. The review found no hazardous issues raised against the system during these service activities. Preventative maintenance was performed before and after the incident without any problems. Based on this information, it was determined that the mr system was functioning according to specifications during the time of the incident. The customer's report indicated that the patient was scanned with a stainless steel plate. The mr system's operator manual informs the operator of a potential hazard where the rf field may cause the heating of implants, devices and objects of metallic compositions. Induced currents in the metallic object may result in the increase of temperature that can cause burns to adjacent tissues. The manual also instructs the operator to review the patient's history and to screen for any metallic accessories.

Event description:
It was reported that a patient experienced tingling and functional loss of her arm after an MRI exam. The exam was performed on (B)(6) 2009 on the patient with a stainless steel plate on her humerus. After the scan, the customer removed the plate and detected burn marks on the plate. Reportedly, the patient did not complain of any warming sensation after the scan. On june 10, 2010, the customer received a complaint letter from the patient's attorney where it alleged that the patient was diagnosed with a damaged ulnar nerve. No further information regarding the injury and event details was available.